Event description:
Boston scientific received information that a procedure was scheduled to revise this right ventricular (rv) lead as an x-ray revealed suspected lead damage. It was suspected that this lead sustained damage during a previous procedure to revise the associated left ventricular (lv) lead due to high thresholds. Currently, the patient has a temporary pacing wire in his leg as he is pacemaker dependent. All leads connected to the device were going to be extracted; however, the physician could not get any of them out as the leads were fibrosed together. Therefore, the leads were cut, partially explanted and portions remain surgically abandoned. A new cardiac resynchronization (crt-p) device and two rv leads were successfully implanted on this patient's right side. The rv apical lead is plugged into the lv port and the rv septal lead is plugged into the rv port. The patient is in chronic atrial fibrillation (af) and a replacement right atrial (ra) lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.